Event description:
Per the clinic, the patient experienced poor performance with the device which was attributed to the patient's facial anomalies. Subsequently, the patient underwent a skin revision surgery to remove unhealthy tissue, followed by an abutment removal procedure under general anesthesia on (B)(6) 2025. The patient was re-implanted with a transcutaneous osia implant system at new site.